Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider via a company representative. The patient¿s medical history included anxiety, osteo-arthritis, multiple spine surgeries, and her spine having been fused from cervical to lumbar. The physician office had read the logs and turned the pump to a minimum rate. The logs had showed a mot9or stall. The pump was replaced. The pump was to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The pump was noted as having administered the following medications: clonidine (concentration: 220 mcg/ml, dose rate: 140mcg/day), dilaudid (concentration: 15 mg/ml, dose rate: 9.6 mg/day), fentanyl (concentration: 640 mcg/ml, dose rate: 410 mcg/day), baclofen (concentration: 565 mcg/ml, dose rate: 362 mcg/day). The patient¿s weight was unknown or would not be made available.

Manufacturer narrative:
H3: estructive analysis identified residue and wearing in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal fentanyl 640 mcg/ml at 410.13 mcg/day, unknown baclofen 565 mcg/ml at 362.052 mcg/day, and clonidine 220 mcg/ml at 140.976 mcg/day via an implantable pump for non-malignant pain and multiple back operations. It was reported that the patient's pump stalled at 6:21 am this morning ((B)(6) 2021) and had not recovered. The patient has had no electromagnetic interference (emi) exposure/no MRI or magnetic exposure. The hcp was assisted with silencing the active alarm and then programming the pump to minimum rate and the hcp planned to cover with non-pump medication. The nurse was putting through the order to replace the pump as soon as possible. The hcp did not have the replacement date at time of the call. Patient symptoms were not reported.